Event description:
The customer reported to olympus that the visera elite xenon light source had an ignition error code. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The replacement of the lamp reportedly resolved their issues. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, the manufacturer date is unavailable as the serial number is unknown. Based on the results of the investigation, the root cause could not be conclusively determined as the device was not returned for evaluation. It is likely the event occurred due to an abnormality in the lamp since it was noted that replacing the lamp resolved the reported issue. Olympus will continue to monitor field performance for this device.